Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ft3 iii result for two patient sample from cobas 6000 e 601 module serial number (B)(4) compared to a siemens centaur xp system. Patient 1 initial result on (B)(6) 2018 was 10.82 pg/ml. On (B)(6) -2018, a new sample was drawn and the result was 8.58 pg/ml. This sample was tested on the centaur analyzer on (B)(6) 2018 and the result was 3.7 pg/ml. This result was believed to be correct. Patient 2 initial result on (B)(6) 2018 was 24.85 pg/ml. The sample was tested on another cobas 6000 e 601 module and the result was 24.20 pg/ml. The sample was tested on the centaur analyzer and the result was 4.0 pg/ml. This result was believed to be correct. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
From the analysis of the calibration signals and control values, a general reagent issue most likely can be excluded. No patient samples were available for investigation. The investigation was unable to find a definitive root cause.